Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e 801 module. Patient 1 had an initial result of 118 pmol/l and a repeat result of 155 pmol/l. Patient 2 had an initial result of 170 pmol/l and a repeat result of 214 pmol/l. The repeat results were believed to be correct and reported outside of the laboratory.

Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present, as the qc results before the event were within acceptable ranges. There was no product problem identified.